Event description:
Electronic component (coil) within ventilator burned, causing the ventilator to alarm and expel and odor of burning plastic. Pt was removed from ventilator and from room. Pt placed on another ventilator and placed in another room.